Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. It is unknown if patient injury or medical intervention occurred. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a, during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed through the event history, but not duplicated. The assignable cause is not known. An ail pcb (air-in-line printed circuit board) calibration verification was performed and the device passed. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.